Event description:
Customer reports that a rubber needle cover stuck in the lab tube exposing the needle and allowing blood to flow freely. No patient/event information was reported. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product was not sequestered for failure investigation. The root cause of this failure was not identified.